Event description:
On (B)(6) 2021, medtronic was notified through facebook post that customer had four hospitalizations, with 2 severe diabetic ketoacidosis events. Customer also said pump gave them too much insulin. Customer's cgm never was able to sync properly so he had to purchase competitor sensors out of pocket. He had replacement reservoirs and cannulas sent because his pump quit working on a number of occasions within hours after changing sets. Incident date is (B)(6) 2021 per sap for pump (same as notified date since no specific date of incident was given). Please see (B)(4) for the incident on (B)(6) 2021 diabetic ketoacidosis event, (B)(4) for the first incident, (B)(4) for the fourth incident (diabetic ketoacidosis event). Pump was used at the time of the incident. It is unknown if sensor was used.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that was provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic keto acidosis on (B)(6) 2021. The insulin pump will not be returned for analysis.